Manufacturer narrative:
One cadd® cadd-prizm® vip system pump was returned for analysis. The customer's reported problem was "failed flow test +7.7%". Visual inspection found the pump to be in good physical condition. Inspection of the pump's event log revealed no evidence of reported problem. Three separate delivery accuracy tests were performed. At least one test was outside the pump's delivery accuracy manufacturing specifications. The customer's reported problem was duplicated. The expulsor will be replaced.

Event description:
It was reported that a cadd® cadd-prizm® vip system had a failed flow test - +7.7%. There is no report of any patient involvement.

Manufacturer narrative:
Additional information: no patient involvement.